Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were received for review stating that the patient was in the hospital for an electrophysiology (ep) procedure. Upon vad interrogation it was noted that they had 2 low speed advisory alarms on (B)(6) 2019 at 22:50. The external driveline had no kinks or damage and the patient was asymptomatic. Technical services review the log file and observed 1 low speed operation which looked like something may have come in contact with the rotor. It cleared itself. The patient's old patient cable was replaced and they were being routinely monitored.

Manufacturer narrative:
Additional information. Correction. Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed low speed advisory alarms; however, a specific cause could not be determined through this evaluation. The submitted log file contained data from 31aug2019 through 10sep2019 and captured low speed advisory alarms on (B)(6) 2019 when pump speed dropped as low as 5990 rpm. This event was associated with an increase in pump power up to 15.7 watts. No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the remainder of the log file and the pump appeared to be functioning as intended. The patient¿s patient cable is currently being monitored and remains ongoing on heartmate ii lvas, serial number: (B)(4). No product is available for investigation. No additional complaints have been made at this time. The hmii lvas IFU addresses pump speed, power, flow, and pi and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.